Event description:
Customer reported with issue of forceps instrument channel malfunctions. Forceps cannot be inserted nor removed. The issue found during an unspecified procedure (therapeutic). There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation has confirmed the customer reported issue of "instrument channel malfunctions. Forceps cannot be inserted nor removed". Device inspection and evaluation found restriction on instrument channel. Forceps passage test performed and brush passage test. Brush cannot be inserted due to clogged biopsy channel. In addition, inspection found buckles in the insertion tube, play in the control knobs, cut on switch 1, dents on the distal end cover. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on customers response, additional information on device evaluation noted during inspection and the legal manufacturer's final investigation: communication with the customer, the following information conveyed: the problem occurred during a procedure, specifically at the time of removing the biliary stent. A biliary stent became stuck at the biopsy valve outlet of the duodenoscope. The prosthesis could not be removed. Equipment was not replaced. The procedure only consisted of removing the biliary prosthesis therefore, the medical staff finished the procedure, not the user by removing the duodenoscope. The intended procedure (removal of biliary prosthesis) was completed, with no patient injury. No further information provided. Legal manufacturer investigations: review of device repair history: showed no repair history found. Additional information based on device evaluation , service repair noted scope needs annual inspection (k-lever and forceps elevator were dirty , dirty under c-cover was observed). Investigation result: use of subject device for procedure; the subject device was used on treatment or examination associated with the reported events. Relationship between the subject device and suggested event: the suggested events are failure of the subject device. Complaint review: suggested event: forceps could not be passed through. Since the stent got stuck in the biopsy channel during procedure, service business center (sbc) were not able to inspect the channel. Therefore, the cause could not be specified. Regarding the suggested event: k-lever and forceps elevator were dirty: we considered that the user could not complete the reprocessing steps recommended in instruction for use (IFU) due to the stent got stuck in the biopsy channel during procedure. This may have led dirt to adhere to the device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the reported event cannot be conclusively identified. Based on the results of the investigation, a definitive, exact root cause could not be established. Olympus will continue to monitor complaints for this device.